Manufacturer narrative:
¿ H4 manufacturing date ¿ added. ¿ d4 expiration date - added. There are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspection were not performed because the subject device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device confirmed to be in good condition during preparation/prior to use on the patient, device was prepared as per the dfu, and continuous flush set up and maintained throughout the clinical procedure. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during the thrombus recovery procedure for mca lesions, the physician used an access catheter and subject microcatheter to successfully deliver a stent retriever. However, the blood clots remained, the physician used a reperfusion catheter in combination with a microcatheter to access the treating site but could not cross the region. Therefore, both devices were withdrawn. The physician then reattempted to approach the aneurysm by combining the subject catheter with another catheter but was unsuccessful. The physician gave up treatment and it was reported that the procedure was not completed successfully. The subject catheter fragments were noted in the peripheral area in the postoperative CT imaging. The location of catheter fragments are unknown for the specific position. No further information is available.

Manufacturer narrative:
This is 2 of 3 report. The device is not available to the manufacturer.

Event description:
It was reported that during the thrombus recovery procedure for mca lesions, the physician used an access catheter and subject microcatheter to successfully deliver a stent retriever. However, the blood clots remained, the physician used a reperfusion catheter in combination with a microcatheter to access the treating site but could not cross the region. Therefore, both devices were withdrawn. The physician then reattempted to approach the aneurysm by combining the subject catheter with another catheter but was unsuccessful. The physician gave up treatment and it was reported that the procedure was not completed successfully. The subject catheter fragments were noted in the peripheral area in the postoperative CT imaging. The location of catheter fragments are unknown for the specific position. No further information is available.